Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This information provided on this form was previously submitted under manufacturing report number 1822565-2014-01127. This report will be amended when our investigation is complete.